Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that on the day the implant was placed in ada site 12, a failure occurred upon insertion in type ii bone. Clinician reports there was insufficient torque and placed an implant in another site. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that on the day the implant was placed in ada site 12, a failure occurred upon insertion in type ii bone. Clinician reports there was insufficient torque and placed an implant in another site. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4).